Event description:
The manufacturer received voluntary medwatch (mw5147823). The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The patient has alleged of black particles in the device. There was no report of serious or permanent patient harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974. H3 other text : device not returned to manufacturer.